Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. 04.027.056s - 9300943 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 18.dec.2014. Expiry date: 01.dec.2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with the a2fn femoral nail on unknown date. On unknown date it was noted the nail was broken. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the a2fn nail and revised the patient to a proximal femoral nail antirotation (pfna). No issues were reported during that procedure. After the procedure was completed, it was noted that the helical blade was not locked and the gap was clearly visible. Patient was returned to surgery on (B)(6) 2017 where surgeon removed and replaced the helical blade. Surgery was completed successfully. Revision for broken a2fn is addressed in (B)(4); revision of helical blade is addressed in this complaint. Concomitant device reported: proximal femoral nail antirotation (quantity 1). This report is for one (1) helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. One pfna-ii blade was received for investigation. Upon visual inspection of the complaint device it can be seen that the surface has some abrasion signs, furthermore we have received the blade in an unlocked condition. Otherwise the article is in good condition. Based on the received x-ray, the complaint is confirmed as an unlocked blade is visible. During manufacturing investigation a functional test was performed. The blade passed the functional test. As the blade is fully functional, no further investigation will be done, as material and dimension evaluation. The exact reason for this occurrence could not be determine, but we have to assume that during the operation an application error may have taken place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.